Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. No damage on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Analysis was unable to verify battery cap damage or rust due to pump received without the original battery cap. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, missing address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had crack near the screen and battery cap was broken. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.